Event description:
Technical services received a call on 05/18/2011. Caller stated that this lv lead was programmed off due to being damaged during lvad placement procedure. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).